Manufacturer narrative:
(B)(4). Batch #: p93w92. Device analysis: the analysis results found that the el5ml device was received with no damage in the external components. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that the clips did not fully advance into the jaw. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the feeder shoe tab was noted damaged causing the feeding issues. 15 clips were found inside clip track. No conclusion could be reached as to what may have caused the reported incident. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Additional information was requested and the following was obtained: can you please clarify, when the clip on the distal tip "came off track", was the clip fed sideways into the jaws? Customer did not notice clip was loaded incorrectly prior to first firing. After first firing (which produced a malformed clip). The second clip appeared to not be loaded correctly in the jaws of the device. How did the clip "misfire"? A malformed clip was produced. Second clip appeared to not be loaded correctly. Customer did not want to fire device with second clip. Did the clip drop or eject from the jaws without being fired? No. Or was the clip able to be fired? The first clip was fired. Unknown if second clip was fired or attempted firing. If yes, what was the clip formation (scissored, malformed, unformed, etc.)? First firing produced a scissoring like clip.

Event description:
It was reported that during a laparoscopic cholecystectomy, while firing on the cystic duct, the clip on the distal tip came off track and misfired. A second like device was used to complete the procedure. There were no patient consequences reported.